Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support the patient¿s right leg had perfusion distal to the impella insertion site. In addition, the patient was in atrial fibrillation for several hours. Amiodarone bolus was given as well as drip. The patient was successfully weaned from the impella cp and the device was explanted. The decision was made to escalate to an impella 5.5 the procedure outcome was noted as survived at time of explant.

Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.